Event description:
It was reported that balloon rupture occurred. The target lesion was located in coronary artery. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.